Event description:
It was reported the patient's scs system patient programmer is not functioning properly. The patient stated when he presses the increase (+) button on the programmer, his stimulation continues to increase even when the button has been released. The patient was advised to turn his scs system off. A replacement patient programmer to address the issue was sent to the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.